Event description:
Dr did laser resurfacing on rptr's face, mostly to remove crevices below lips left after she had removed a scar from there months before. She melted gortex implant previously installed at lip line and gave rptr second and third degree burns over face and eyes. Had debriding treatments for a month and hospitalization. Rptr still has eye and nerve damage, still unable to be fitted for glasses almost 2 years later. Surgery done at laser ctr.